Event description:
It was reported that when the device with reload cartridge was used during a laparoscopically assisted vaginal hysterectomy, on the fourth firing, the device cut only halfway. The surgeon used scissors to complete cut line. There was no consequence to patient.